Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test alarm.show technical event 233001,233004,233002. Technical events are related to auto zero. Checked ventilator and found that pressure senor related tests are not passing.cross check with new pressure sensor assembly found that the issue with pressure sensor assembly.need to replaced pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: self test alarm.show technical event 233001,233004,233002.technical events are related to auto zero.checked ventilator and found that pressure senor related tests are not passing.cross check with new pressure sensor assembly found that the issue with pressure sensor assembly.need to replaced pressure sensor assembly. No patient involvement.